Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the date of onset/diagnosis of the patient's infection was "a month and a half ago" prior to follow-up. The patient's infection was primarily located at their lungs and as a result the patient had experienced "difficulty breathing." Culture of the patient's infection found the infectious organism to be of the genus pseudomonas. As treatment for the infection, the patient received a "tracheotomy to support breathing and pharmacological therapy." The patient's "infection had been resolved" at the time of follow-up and the patient was notable "in the hospital for follow-up."

Event description:
Additional information indicated the patient did not have a heart crisis and that instead the patient experienced the previously reported pseudomonas respiratory infection. The patient was reportedly "doing well and was receiving therapy" at the time of follow-up.

Event description:
It was reported ¿the patient had a heart crisis¿ and the patient¿s physician ¿had related this crisis to an infection.¿ it was noted however that ¿the location of the infection was unknown¿ at the time of report. The patient¿s implantable neurostimulator (ins) had been turned off at the time of report in order for the patient to undergo an echocardiogram (ECG) and other cardiac exams. It was reported the patient required reprogramming and medical intervention as a result of the event. There was ¿no alleged product issue¿ at the time of report. The patient notably remained alive at the time of report. Additional information has been requested. A supplemental report will be filed if additional information is received.